Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an episodes of non sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. Device changes were made to resolve issue. Patient was asymptomatic.

Event description:
New information notes that patient again presented remotely with post-paced t-wave oversensing on (B)(6) 2019. No device changes have been made yet and the case was being discussed with the electrophysiologist. No patient consequences reported.